Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that the pacemaker bag had ruptured. The pocket was found red, swollen and erosion was observed. Routine blood test showed the patient had developed an infection. The system was explanted. The patient was stable. On (B)(6) 2018 the system was replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.